Event description:
It was reported that the procedure was to treat the left internal carotid. Access was through the right groin with a 6fr 90 centimeter shuttle sheath. After angiography was performed on the challenging vessel, the emboshield filter was advanced for protection. A viatrac balloon was advanced for predilatation; however, the patient became unresponsive with sudden expressive aphasia, right side facial droop, and right side hemiparesis. The MRI showed acute infarctions left medulla and a stroke was noted to have occurred. The symptoms improved, but were not resolved; however, the decision was made to continue the procedure. After placement of the filter device, multiple attempts were made to advance the xact stent; however, during the attempts the shuttle sheath was pushed out of the common carotid into the aortic arch. After placing the shuttle sheath back in position, an acculink stent was deployed successfully. The patient was discharged to rehabilitation on (B)(6) 2012. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report new information received states that on (B)(6) 2012, 3 days post procedure, the patient experienced a seizure secondary to the stroke that was treated with medications. The symptoms resolved the same day.

Manufacturer narrative:
(B)(4). The reported effect of seizure is a known adverse event as listed in the emboshield nav 6 instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: rx viatrac 4x40x135. Other: heparin. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the emboshield nav 6 instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.